Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an alert due to high system impedance out-of-range of over 400 ohms. Technical services reviewed the case and recommended troubleshooting options to confirm the exact reason of this high impedance measurement. This implantable electrode remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 325mm from the terminal pin, in the area distal to the sensing electrode. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an alert due to high system impedance out-of-range of over 400 ohms. Technical services reviewed the case and recommended troubleshooting options to confirm the exact reason of this high impedance measurement. This implantable electrode remains in service and no adverse patient effects were reported. Additional information was received which indicated that, this electrode was explanted and will be returned for analysis. No additional adverse patient effects were reported. Additional information was received which indicated that, the system was explanted due to high impedance. When the system was explanted this electrode, which was sent back with the device for analysis, was fractured. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an alert due to high system impedance out-of-range of over 400 ohms. Technical services reviewed the case and recommended troubleshooting options to confirm the exact reason of this high impedance measurement. This implantable electrode remains in service and no adverse patient effects were reported. Additional information was received which indicated that, the system was explanted due to high impedance. When the system was explanted this electrode, which was sent back with the device for analysis, was fractured. No additional adverse patient effects were reported.